Manufacturer narrative:
Touchscreen.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. It was also noted that the pump battery gauge jumped from 40% to 100% while connected to a power source then back to 40% after it was removed from the power source. In addition, it was reported that the touchscreen was not responding to some of the touches. The pump touchscreen was functioning properly at the time of the call. There was no impact to the customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.